Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc and the hard disks which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during the planned/non-emergency treatment and the procedure got delayed. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that the malfunctioning frontal image processing (ip) pc. The fse replaced ippc and hard disk. After replacement of the ippc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.